Manufacturer narrative:
Block h6: problem code 1149 captures the reportable event of balloon failed to deflate. Block h10: investigation results a visual examination of the returned complaint device revealed that the balloon did not have any visual defects. The catheter of the device was noted to be kinked. The catheter diameter was measured in three locations and found to be within specifications. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated and deflated completely without problem; there were no leaks, holes, pinholes noted and the balloon was able to hold the pressure. Based on the analysis performed and the information provided, the device met all the manufacturing requirements, but, it is possible that factors encountered during the procedure, the interaction between the device and the patient anatomy and/or the manner as the device was manipulated could have caused the kink found in the catheter. However, as the device showed no evidence of the alleged issue, the most probable root cause for the reported complaint event of deflation difficulty is no problem detected since the device complaint/problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a dilation procedure performed on (B)(6) 2019. According to the complainant, at the end of the procedure, the balloon would not deflate. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a dilation procedure performed on (B)(6) 2019. According to the complainant, at the end of the procedure, the balloon would not deflate. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.